Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34 error on start) was confirmed and reproduced. The iesu was place on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure that the erbe repeatedly faulted. The intuitive tech support engineer (tse) reviewed the system logs and found repeated c-34 errors. The clinical sales rep (csr) reporting the issue conferenced in the intuitive tech support engineer (tse) to assist the customer with hooking up the force triad generator. The customer continued the case with the force triad. There were no reports of patient injury.